Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the peroneal artery. A 300cm v-14 control wire was advanced to the target lesion. However, it was noted that the tip broke off from body of the wire. The tip was removed using a snare. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the peroneal artery. A 300cm v-14 control wire was advanced to the target lesion. However, it was noted that the tip broke off from body of the wire. The tip was removed using a snare. The procedure was completed with a different device. No patient complications were reported and patient's status was good. The device was returned for analysis. The unit returned has distal tip damaged, as part of overall visual revision. The device has its distal tip kinked and also has part of the distal tip detached. It also presents a section of its body kinked. Overall length, middle of the device and the proximal section are within specifications.